Event description:
It was reported that the ht50 ventilator had a metal noise coming out of it during ventilation process due to functional testing of the device. There was no patient involvement at the time of the reported event. The manifold assembly was found to be faulty and needed to be replaced.